Event description:
It was reported that the patient with this implanted right ventricular (rv) lead received several shocks, and the associated cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1007, indicative of capacitor charge time exceeding limitations. The increased charge time was such that therapy delivery could not be assured. Technical services (ts) reviewed the available information and recommended the integrity of this rv lead be reviewed as there was some indication the code 1007 could have been precipitated by a damaged lead. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implanted right ventricular (rv) lead received several shocks, and the associated cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1007, indicative of capacitor charge time exceeding limitations. The increased charge time was such that therapy delivery could not be assured. Technical services (ts) reviewed the available information and recommended the integrity of this rv lead be reviewed as there was some indication the code 1007 could have been precipitated by a damaged lead. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and the clinical representative reported that associated pacemaker was replaced, and no lead anomalies were found. This rv lead remains in service. No additional adverse patient effects reported. The complaint device remains in service; therefore, it was not returned to boston scientific; and product analysis could not be performed. However, the allegations in this complaint have not been confirmed as there is no evidence of malfunction.